Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that they experienced high blood glucose level of 400 mg/dl. Customer's mother stated that her son crossed a river and insulin pump into the water soaked in the water, heard a beeping sound when it happened but could not confirm whether an alarm notification happened. Customer reported that the insulin pump had a crack on the back side. Customer added that water got in the insulin pump and they were not able to start it back. Customer declined to troubleshooting for high blood glucose and advised to call back if issue persist or go to the doctor, hospital or emergency room. Customer was advised to revert back up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Also, received with serial number label faded, case cracked behind the device at the corner of the belt clip rails, cracked battery tube threads, and moisture damage on the motor and force sensor.